Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump powered on to a clear and legible display. The pump was opened up and no intermittent conditions were found on the display flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display had dust behind the screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.